Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch #229c60. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (b) was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 229c60, and no non-conformances were identified.

Event description:
It was reported that during a distal pancreatectomy with splenectomy procedure that during the first firing of the device with a green reload and slr the device stopped firing halfway through the firing sequence. Reverse was used to remove the device from tissue. The deployed staples were fully formed. A second stapler was opened a green cartridge was loaded and slr was applied. The second device also stopped firing halfway through the firing sequence. Reverse was used to remove the device. Staples that were deployed were intact and fully formed. Device was reloaded with a second green reload and slr and again stopped halfway through the firing sequence. Reverse was used to remove the device. Staples that were deployed were intact and fully formed. A third device was opened, loaded with a green cartridge and slr. The third device completed the firing sequence with no issues and was used to complete the procedure. There were no adverse consequences for the patient.